Event description:
It was reported, that the right ventricular lead exhibited failure to capture. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.